Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure (cpb), the power cable to the device was broken. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Manufacture date should be blank. The reported complaint was not verifiable. Per the user facility's biomedical engineer (biomed), they sent the unit to a third party for repair. When asked about the status of the repaired equipment, the biomed stated that the unit was fixed and no parts will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.